Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; a2; b4; b5; d1; d2; d4; d10; g3; g4; g6; h1; h2; h4 d10 - concomitant medical products: 42540200032 - patella - 66269022 42502806402 - femoral component - 65644014 42522000411 - articular surface - 65849777 an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This compliant cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. The device will not be returned for analysis, however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a knee revision 4 months post implantation due to loosening. Attempts have been made, and no further information has been provided.